Event description:
The consumer bought the hot/cold wrap. After going into the microwave and being taken out of the microwave, the wrap blew up and caught fire on the consumer/user's hand. She had to go to the emergency room, and has third degree burns on her hand. Her hands have blistered, and she has not been able to move ever since the incident. A cloth barrier is reported as having been used between her skin and the wrap. Emergency burn cream was reported as having been used as well. The device involved with this event is reported as having been disposed of before the phone call to compass health brands was made.